Manufacturer narrative:
Follow up #2 is submitted due to an error made on follow up #1. A field action number was provided; however, there is no field action associated with this medical device report.

Event description:
This follow up #2 is submitted due to an error made on follow up #1. A field action number was provided; however, there is no field action associated with this medical device report.(1125873-2015-00015).

Manufacturer narrative:
This supplemental report identifies the recall status and field action number.

Event description:
This supplemental report documents the field action number as the decision was made post submission of the initial MDR.

Manufacturer narrative:
Device was not returned but data was analyzed. The complaint was investigated the day it was reported. Queries were run to extract vitals from the vital db. The alerts were firing as intended. The available system logs identified that the software behaved according to design per the predefined heart rate (hr) rules. The alert that fired was the hr limit moderate high alert. This alert triggers when a 10 minute hr (aggregate value) >the patient's upper limit (normal range is 130). 10 minute periodic values from database: (B)(6) 2015 2:56 am 87 (B)(6) 2015 3:06 am 76 (B)(6) 2015 3:16 am 131 the follow ing are the rules for the hr alerts: 2 consecutive 1-min hr values > 150 or 10-min hr > 150 or 2 consecutive 1-min hr values < 40 or 10-min hr < 40 or 10-min hr value > pt upper limit (130) or 10-min hr value < pt lower limit (50) there was no other data in the logs that would have prompted the alert to fire. This report is being filed as the ecare manager device was used during an event that was followed by a patient's death. The device functioned as designed.

Event description:
User facility reported that they had a single patient's alerts firing late. They saw no issues with other patients. During the investigation with the user, he stated that the patient had expired. He did not imply that the device contributed to the patient's death.